Manufacturer narrative:
(B)(4). Product evaluation: visual inspection was performed on the returned device and all its components were received (applanation lens /cone, suction ring assembly, and syringe from tray). There was no visual defect on the product return. The product functional testing including suction testing performed and results were found within specifications. The reported issue was not confirmed. Manufacturing record review: a manufacturing record review was performed and no defects or process failures were reported during the manufacturing process of this device. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported vertical gas break, that they had a suction loss during surgery - suction ring assembly issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was reported that one (1) flap/ring procedure was replaced and that the surgery was completed successfully by switching out the ring assembly from a new kit/a second procedure was used to complete the cut without further incident. There was no patient injury reported and no surgical intervention was required.